Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the patient had the tmj devices implanted on (B)(6) 2009, and removed on (B)(6) 2010 due to pain. The surgeon commented when the implant was removed, it looked good and there was no signs of product malfunction. The surgeon implanted another fossa when the piece in question was removed.